Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have one blades broken at the base. A piece approximately 2.0 mm x 12.81 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Components adjacent to this broken blade did not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blades broken at the base. A piece approximately 2 mm x 12.81 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Components adjacent to this broken blade do not show damage. The complaint regarding under load error occurred and restarting did not resolve issue was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated.

Event description:
It was reported that the harmonic ace instrument was providing the failure message "under load". Restarting the instrument did not resolve the issue. The customer reported event has no report of patient injury.